Manufacturer narrative:
Investigation summary: no samples or photos were returned. Clog test was conducted on 14 retention samples and no needle clog failure was found. DHR was reviewed and no qn found. Manufacture records were reviewed, and no abnormalities were found. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Root cause description: based on the investigation above, the complaint was not found to be manufacturing issue. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 14 retention samples and all no needle clog failure was found. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd¿ pen needles wouldn't deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found 4mm pen needle didn't water, then changed second pen needle still didn't water, changed 5mm can water. Customer wanna know the reason."